Event description:
The ge oec 9800 fluoroscopy sys reportedly had the monitor go blank and the technique factors go to maximum values.

Manufacturer narrative:
A ge oec svc rep investigated the issue and could not duplicate the malfunction. Due to the nature of the reported malfunction, the high voltage cable to the ccd camera was replaced to prevent a recurrence of the issue. The sys was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.